Event description:
During a video assisted thoracic surgery lobectomy there was bleeding from pulmonary vessel due to an incomplete staple line. An 11,000cc blood transfusion was done. When the device was opened, bleeding was observed from the patient side. The proximal and distal portion was not clamped due to the surgical margin limitation and it was a video assisted thoracic surgery approach, so it was practically impossible to clamp. Checking the cartridge, it was found that the right wedge sled (patient side) fired partially, less than 1/4 stroke. Stapling on specimen side and cutting condition was without issue. The case was converted to open and the pulmonary vessel was repaired by suture under control of a heart-lung machine. The patient has been carefully observed in ICU. The patient is recovering.